Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was in the operating room while the pump was running. The doctor realized that the patient's urine output was "coffee colored" so he asked for a pump exchange before they left the operating room.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.